Event description:
It was reported that shaft break occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for use. However, during removal, the balloon could not get back into the guide and the shaft broke. The device was removed using a trapper device and the procedure was completed with a different device. There were no patient complications reported.